Event description:
It was reported by repair work order that the cot legs would not raise when a patient was loaded on the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.